Event description:
The event is reported as: "complaint alleges that the mesh part of the mouthpiece was occluded in places with something white. Complaint states that the trouble was detected during use. No pt harm reported." No pt injury reported.

Manufacturer narrative:
Sample rec'd by MFR, but investigation is incomplete at time of this report. A f/u report will be sent when investigation is completed.